Event description:
In-home rn called the office because pt's tpn pump had been infusing for 21 hours. Nurse stated the tpn bag was still 75% full of tpn, so pt only received about 25% of her total tpn infusion. Pump was not turned off for any troubleshooting and nothing out of the ordinary had occurred while pt was hooked up. On call driver delivered a new pump to the pt the same night of the event and picked up the tpn bag, tubing and pump for biomed to test the pump and accessories. Pt's md was notified about the pump under infusing tpn to the pt; no charges were made due to the underinfusion. This is the second occurrence of underdelivery in bodyguard pumps over the last week (first occurrence was on a different pt). Biomed ran long infusions and pumps passed performance verification with tubing that didn't have a filter. Biomed concluded that it was a tubing issue. We were not able to get the lot numbers of the tubing sets as families had already thrown the packaging away.